Event description:
A retroactive review of pt flag files in the lifevest network identified a monitor reset following a treatment on (B)(6) 2014. A (B)(6) male pt reported that she was treated. The pt was reportedly in a nursing home at the time of the event. Review of the pt's downloaded data indicates that the lifevest deployed gel at 11:45:46 and subsequently delivered two inappropriate treatments at approximately 11:46:21 and 11:50:54 during atrial fibrillation. The lifevest monitor reset following the treatments. The pt visited the ER.

Manufacturer narrative:
There was no death associated with the inappropriate defibrillation. Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The monitor was returned and was resetting during downloading only. The monitor did not reset during pulse testing. At the time, zoll was unaware of the resets occurring in the field. An investigation into monitors exhibiting the same issue found that the root cause for the reset is noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review request for a design change to address this issue was submitted to FDA on 01/20/2015. Device evaluation of belt sn (B)(4) was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor: 09/2014 - initial use. Electrode belt: 01/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.